Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported. Additional information was obtained, this lead was explanted due to exhibiting increased shock impedance.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No additional adverse patient effects were reported.